Event description:
Complainant alleged that the medics were attending a pt who was in full cardiac arrest condition. The medics shocked the pt once at 120 joules and a second time at 150 joules. Upon the medics attempt to administer a third shock to the pt, the device shut down. The medics changed the battery two times, but the device would not power up. The medic then powered the device up via ac mode, and attempted to charge the device to 200 joules, but the device would not charge. The medics then obtained a second device to treat the pt. The pt subsequently expired.